Event description:
It was reported that a cartridge alarm 30 occurred during the load sequence with multiple cartridges. It was reported that the customer experienced a "high" blood glucose (bg) level; value was not provided. Bg cause was not known. Reportedly, the customer reverted to manual injections for insulin therapy.